Manufacturer narrative:
Continuation of d10: product ID a51300, product type software section d information references the main component of the system. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller reports he is currently in or. Caller reports he is able to enter all information, lead, programs and patient name, and exit workflow. Caller reports when he re-interrogate the ins with the clinician app, data has been lost message seen. Caller reports he is able to activate MRI mode, but no patient name. Caller reports patient's full name, dob and gender is lost when re-interrogate. Caller confirmed he is using the interstim x purple app. Caller reports patient's my therapy app is working fine, just no patient name. Caller reports he is able to turn stimulation on and was able to increase to 0.1ma as the ins is not in patient. Caller reports he used a new interstim x and new handset, original communicator as he have no time to charge the new communicator. Caller reports upon initial interrogation, the communicator had a slight freeze, but was able to interrogate with the ins. Caller reports same message data has been lost message is seen after he enter patient's initial, and dob. Caller is pressing for time, will send email for the required information. Caller reports he will be implanting: 97800: (B)(6). Rep called back and reported issue with patient data loss. He activated another implant but still had the same issue.  Patient services working with engineers to resolve issue. Rep wanted to know if he can stilluse the neurostimulator that was activated. Reviewed with rep that if device is used soon the longevity isn't really affected. No symptoms reported. Additional information was received from a manufacturer representative (rep). In response to ¿at what point did they experienced the issue (prior to implant while setting system up, during implant with patient involved, etc)¿ the rep reported prior to implant that ¿ during set up. Rep noted this issue prior to getting to the or. He set up the ins and then showed the patient basic function in the app and noted that there was no patient name in the MRI eligibility screen. Initially thought maybe he didn't enter it. After patient demo he went back to clinician and found the data lost screen and started calls with tech services. This was just prior to the case starting. When asked how long of a procedural delay did the issue cause the rep reported this didn't add time to the case because the patient was to be a full removal and replacement. The tss went into the or to start the removal and replacement and the rep was on the line with tech services. The tss was updating the rep as each or phase was completed. (Texting ins out, tunneling, etc). Rep was able to disconnect with tech services and join the or for the new ins placement. No additional time for the patient. Additional information was received from a manufacturer representative (rep). The rep reported that the issue was rectified.